Event description:
In 2005 - a dental implant was placed in tooth location #18. Subsequently the pt was experiencing pain and discomfort. 9 days later - the implant was removed at the pt's request. 2 months later the clincian was contacted. They stated the pt's pain subsided after the implant was removed and is healing well. The implant will be replaced after healing.